Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter (pm) was observed in the inner pouch of three (3) flo-thru intraluminal shunt units. The pm was discovered during incoming inspection and before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Three devices were received for evaluation. Visual examination via the naked eye noted loose particulate matter (pm) on the inside wall of the inner pouch in both devices. Inspection under a microscope was conducted, and loose pm was determined to be a fiber (2 units) and a black particle (1 unit). Size of the particulate was determined to be less than 0.80mm², which is within specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.